Event description:
Information was received indicating that during testing the pump exhibited "double beep with cassette." It was also reported that the lens was damaged and cassette lock was worn. No adverse patient effects were reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Found fluid ingression on the downstream occlusion sensor cause double beep with cassette attached. Lens and cassette lock was duplicated the issue. Replaced downstream occlusion sensor, lens and latch lock. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.